Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that during a routine follow up, noise was observed in the stored egm. Fluctuating impedance also observed. The lead was explanted and replaced.